Manufacturer narrative:
Complaint conclusion: as reported by a healthcare professional, during coil embolization of an internal carotid- posterior communication artery aneurysm, an unspecified deltaplush coil could not be detached with an enpower control (ecb00018200/s11579) and the coil prematurely detach while being withdrawn, and another deltaplush (cpl10025430/c34874) was unable to exit the introducer. During the attempt to detach the first complaint coil, they pressed the button, but it was found that the coil was not detached under fluoroscopy. The button was pressed about 10 times, but the issue continued although the power light was illuminated. The cable was replaced with another one, but the same issue occurred. The physician pressed the button about 20 times, but the situation did not change. Therefore, they attempted to remove the coil, but the coil was detached when the coil was withdrawn about 3cm. The coil was then placed back into the artery. Next, they attempted to insert the second deltaplush coil, but the coil did not come out from the tip of the introducer. The coil was replaced with another coil, and the procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to or after the event. The products will be returned for the investigation. No further information was available. The deltaplush coil that failed to detach and then prematurely detached was not returned for analysis. In addition, the lot number was not available; therefore, a DHR review could not be performed. An enpower connecting cable that was used with the deltaplush that failed to detach was returned with no visible damages. The unspecified deltaplush coil and enpower detachment control box (dcb) were not returned. The remote ccb functionality verification passed with the detachment cycle initiated and the system ready light remained illuminated before and after the detachment cycle. The cable¿s resistance was within specification with a reading of 0.9 ohms (specification =2.0 ohms.). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The deltaplush associated with the failure to advance from the introducer was returned with a kink apparent approximately 27.5 cm from the proximal hub on the dpu and a slight kink approximately 53.5 cm on the dpu from the proximal hub. The device was partially unsheathed. A slight kink was also noted on the dpu core wire inside the translucent introducer sheath. There was evidence of dried foreign matter (likely blood or contrast fluid) at various section in the green introducer sheath. The device was attempted to be advanced through the introducer. The distal ball tip of the embolic coil was within the green introducer prior to the advancement attempt. The device was advanced with resistance noted, then retracted and advanced again with resistance at the same location. Under microscopy another section of dried foreign matter within the green introducer was present at the point of resistance appeared to impede the progress of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The event of the coil not detaching and then prematurely detaching could not be confirmed without product return for analysis; however, the enpower cable not functioning was not confirmed. The returned cable passed functional testing and the resistance reading was within specification. Based on the information provided, it is not possible to determine the cause of the detachment issues; however, procedural/handling factors may have contributed to the event. The complaint that the device could not be advanced outside the introducer was confirmed. The cause of the issue appears to be distal interference from a dried substance inside the green introducer, although it cannot be conclusively determined. Friction can occur when the device is not adequately flushed as described in the IFU. This could cause fluid to pool in the device and cause difficulty for the device to advance. There is no current safety signal identified related to the reported event based on review of complaint histories for the devices. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Procode: krd/hcg. UDI: unknown part number, all 3 attempts to obtain product part number were unsuccessful, UDI unavailable. The product was returned for analysis; however, the analysis was not completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of an internal carotid- posterior communication artery aneurysm, an unspecified deltaplush coil could not be detached with an enpower control (B)(4) and the coil prematurely detach while being withdrawn, and another deltaplush (B)(4) was unable to exit the introducer. During the attempt to detach the first complaint coil, they pressed the button, but it was found the coil was not detached under fluoroscopy. The button was pressed about 10 times, but the issue continued although the power light was illuminated. The cable was replaced with another one, but the same issue occurred. The physician pressed the button about 20 times, but the situation did not change. Therefore, they attempted to remove the coil, but the coil was detached when the coil was withdrawn about 3cm. The coil was then placed back into the artery. Next, they attempted to insert the second deltaplush coil, but the coil did not come out from the tip of the introducer. The coil was replaced with another coil, and the procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to or after the event. The products will be returned for the investigation. No further information was available.